Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted for acute myocardial infarction (ami) with shock without any problems. The pump was removed due to hemolysis.